Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient had several backup battery faults and exchanges while on (B)(6), those alarms keep occurring. It was unknown why the patient was connected to (B)(6) and not connected to (B)(6). The plan was to exchange system controller. The patient also reported that the system controller would not alarm towards the 15- and 5-minute time span left on batteries.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had several backup battery faults and exchanges, those alarms keep occurring. Plan was to exchange system controller. The patient also reported that the system controller would not alarm towards the 15- and 5-minute time span left on batteries.

Manufacturer narrative:
Section e1: reporter contact information was not available. Manufacturer's investigation conclusion: the reported events of backup battery faults and the system controller (B)(6) not alarming when batteries are running low was unable to be confirmed. The system controller was returned for testing and passed all tests as intended. The reported backup battery fault alarms were unable to be reproduced, the reported alarming issue was unable to be reproduced. Submitted log files revealed routine data, the driveline was disconnected on 31jan2025 at 15:20:32, consistent with the reported controller exchange. A root cause for the reported events was unable to be conclusively determined through this investigation. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users on how to properly perform a system controller self-test. Users are encouraged to perform at least one self-test per day to ensure the function of the controller¿s audible and visual alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.